Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('I still get twinges during period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("I still get twinges during ovulation"), pelvic pain ("I had to go to 3 drs for consults for pelvic pain"), alopecia ("hair loss"), overweight ("overweight") and menstrual disorder ("I had a couple cycles") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea was resolving and the ovulation pain, alopecia, hormone level abnormal, overweight and menstrual disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, hormone level abnormal, menstrual disorder, overweight, ovulation pain and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social record: dysmenorrhea and ovulation pain". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event pelvic pain was added. On 23-mar-2020: social media content received : reporter added. New event 'hair loss was added on 23-mar-2020: social media received-new event hormone imbalance, overweight, I had a couple cycles were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('I still get twinges during period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and ovulation pain ("I still get twinges during ovulation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea was resolving and the ovulation pain outcome was unknown. The reporter considered dysmenorrhoea and ovulation pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social record: dysmenorrhea and ovulation pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.